Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. External and internal inspections were performed and found no issues. The pneumatic system was found to be working to specifications. Multiple short simulated therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause of the reported issue was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) reviewed the therapy log. The total ultrafiltration for the therapy was 1290ml with a total fill of 7595ml and a total drain of 8886ml. The hc was programmed to have a total volume of 7500ml and a fill volume of 1500ml. The tsr arranged to exchange the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new hc arrived. No patient injury or medical intervention was indicated in association with this report. No additional information is available.